Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes following a gel release. Patient described the rash as red, itchy, raw and open. There is no indication that the patient received medical intervention. Patient reported that the rash has since healed. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.